Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "at the time of collection, the rubber that surrounds the needle that pierces the tubes is not generating the necessary vacuum. In addition, it is not sealing, causing blood leakage. It is leaking through the barrel, over the tube caps and on the client's arm." No medical interventions were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1088730. Medical device expiration date: 2026-04-30. Device manufacture date: 2021-03-29. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was not observed. The photos showed assembled and unused needle product. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "at the time of collection, the rubber that surrounds the needle that pierces the tubes is not generating the necessary vacuum. In addition, it is not sealing, causing blood leakage. It is leaking through the barrel, over the tube caps and on the client's arm." No medical interventions were reported.

Manufacturer narrative:
H.6. Investigation summary: bd received ten (10) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, the customer samples along with five (5) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "at the time of collection, the rubber that surrounds the needle that pierces the tubes is not generating the necessary vacuum. In addition, it is not sealing, causing blood leakage. It is leaking through the barrel, over the tube caps and on the client's arm." No medical interventions were reported.